Event description:
It was reported that the patient had a lead revision in (B)(6) 2014. No cause for the revision or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received about 2 weeks later reported that there was a 50% or greater symptom reduction and the patient recovered without permanent impairment. The cause of the event was not determined. The patient no longer had concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)